Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') and cardiac flutter ('heart fluttering') in a 48-year-old female patient who had essure (batch no. 619695, 819605-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine from 2004 to 2018, fatigue, hirsutism, polycystic ovarian syndrome, gastroesophageal reflux disease, multiple allergies, cephalgia, allergy to legumes, snoring, excessive daytime sleepiness, behavioural induced insufficient sleep syndrome, yeast infection, vaginal itching, feeling irritated, discharge, obstructive sleep apnea syndrome, upper airway resistance syndrome, menses irregular, obesity, palpitations, hiatus hernia, benign gastric polyp, gastritis, dyslipidemia, environmental allergy, migraine, benign neoplasm of skin, upper respiratory infection, cough, pelvic pain female, menopausal symptoms, plantar fascial fibromatosis, rheumatoid arthritis, nickel sensitivity, cholecystectomy, appendectomy and tubal pregnancy. Concurrent conditions included asthma. Concomitant products included mestranol;norethisterone (ortho novum) since 2005 to (B)(6)2009 for polycystic ovarian syndrome as well as ethinylestradiol;levonorgestrel (portia 21) (B)(6)2009 to (B)(6)2009, fluticasone propionate (flonase), miconazole nitrate (monistat), omeprazole and salbutamol. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joints pain"), pain in extremity ("hands/ fingers pain/ bilateral hand/finger joint pain") and fatigue ("fatigue"). In (B)(6)2010, the patient experienced cardiac flutter (seriousness criterion medically significant), chest pain ("left sided chest pain"), polycystic ovaries ("pcos"), tinnitus ("tinnitus") and dizziness ("light headed"). In (B)(6)2010, the patient experienced vaginal infection ("infection: vaginitis"). In 2011, the patient experienced hirsutism ("hirsutism"). In (B)(6)2014, the patient was found to have antinuclear antibody positive ("positive ana factor"). In (B)(6)2017, the patient experienced rash ("rash") and skin irritation ("irritation under rings"). On an unknown date, the patient was found to have antiphospholipid antibodies positive ("positive lupus") and experienced arthritis ("arthritis"), dermal cyst ("large painful cyst that developed on left middle finger") and abdominal pain lower ("lower abdominal pain"). The patient was treated with oxitriptan (triptan), prednisone, sleep apnea test on (B)(6)2010 and surgery (bilateral essure removal, bilateral salpingectomy, removal of free staples from anterior cul-de-sac). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, cardiac flutter, chest pain, vaginal infection, antinuclear antibody positive, antiphospholipid antibodies positive, arthritis, rash, skin irritation, tinnitus, dizziness, arthralgia, pain in extremity and dermal cyst outcome was unknown, the polycystic ovaries, fatigue and hirsutism had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, antinuclear antibody positive, antiphospholipid antibodies positive, arthralgia, arthritis, cardiac flutter, chest pain, dermal cyst, dizziness, fatigue, hirsutism, pain in extremity, polycystic ovaries, rash, skin irritation, tinnitus and vaginal infection to be related to essure. The reporter commented: there were 3 coils in right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-polycystic ovaries, abdominal pain, vaginal infection, antinuclear antibody positive, arthritis, tinnitus, arthralgia, pain in extremity and hirsutism. Lot number: 619695, manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') and cardiac flutter ('heart fluttering') in a 48-year-old female patient who had essure (batch no. 619695, 819605-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine from 2004 to 2018, fatigue, hirsutism, polycystic ovarian syndrome, gastroesophageal reflux disease, multiple allergies, cephalgia, allergy to legumes, snoring, excessive daytime sleepiness, behavioural induced insufficient sleep syndrome, yeast infection, vaginal itching, feeling irritated, discharge, obstructive sleep apnea syndrome, upper airway resistance syndrome, menses irregular, obesity, palpitations, hiatus hernia, benign gastric polyp, gastritis, dyslipidemia, environmental allergy, migraine, benign neoplasm of skin, upper respiratory infection, cough, pelvic pain female, menopausal symptoms, plantar fascial fibromatosis, rheumatoid arthritis, nickel sensitivity, cholecystectomy, appendectomy and tubal pregnancy. Concurrent conditions included asthma. Concomitant products included mestranol;norethisterone (ortho novum) since 2005 to august 2009 for polycystic ovarian syndrome as well as ethinylestradiol;levonorgestrel (portia 21)18-may-2009 to august 2009, fluticasone propionate (flonase), miconazole nitrate (monistat), omeprazole and salbutamol. On (B)(6) 2009, the patient had essure inserted. In may 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joints pain"), pain in extremity ("hands/ fingers pain/ bilateral hand/finger joint pain") and fatigue ("fatigue"). In march 2010, the patient experienced cardiac flutter (seriousness criterion medically significant), chest pain ("left sided chest pain"), polycystic ovaries ("pcos"), tinnitus ("tinnitus") and dizziness ("light headed"). In april 2010, the patient experienced vaginal infection ("infection: vaginitis"). In 2011, the patient experienced hirsutism ("hirsutism"). In january 2014, the patient was found to have antinuclear antibody positive ("positive ana factor"). In july 2017, the patient experienced rash ("rash") and skin irritation ("irritation under rings"). On an unknown date, the patient was found to have antiphospholipid antibodies positive ("positive lupus") and experienced arthritis ("arthritis"), dermal cyst ("large painful cyst that developed on left middle finger") and abdominal pain lower ("lower abdominal pain"). The patient was treated with oxitriptan (triptan), prednisone, sleep apnea test on may,2010 and surgery (bilateral essure removal, bilateral salpingectomy, removal of free staples from anterior cul-de-sac). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, cardiac flutter, chest pain, vaginal infection, antinuclear antibody positive, antiphospholipid antibodies positive, arthritis, rash, skin irritation, tinnitus, dizziness, arthralgia, pain in extremity and dermal cyst outcome was unknown, the polycystic ovaries, fatigue and hirsutism had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, antinuclear antibody positive, antiphospholipid antibodies positive, arthralgia, arthritis, cardiac flutter, chest pain, dermal cyst, dizziness, fatigue, hirsutism, pain in extremity, polycystic ovaries, rash, skin irritation, tinnitus and vaginal infection to be related to essure. The reporter commented: there were 3 coils in right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-polycystic ovaries, abdominal pain, vaginal infection, antinuclear antibody positive, arthritis, tinnitus, arthralgia, pain in extremity and hirsutism. Most recent follow-up information incorporated above includes: on 27-aug-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') and cardiac flutter ('blood/heart disorder: heart fluttering') in a 48-year-old female patient who had essure (batch no. 619695, 819605-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine from 2004 to 2018, fatigue, hirsutism, polycystic ovarian syndrome, gastroesophageal reflux disease, multiple allergies, cephalgia, allergy to legumes, snoring, excessive daytime sleepiness, behavioural induced insufficient sleep syndrome, yeast infection, vaginal itching, feeling irritated, discharge, obstructive sleep apnea syndrome, upper airway resistance syndrome, menses irregular, obesity, palpitations, hiatus hernia, benign gastric polyp, gastritis, dyslipidemia, environmental allergy, migraine, benign neoplasm of skin, upper respiratory infection, cough, pelvic pain female, menopausal symptoms, plantar fascial fibromatosis, rheumatoid arthritis, nickel sensitivity, cholecystectomy, appendectomy and tubal pregnancy. Concurrent conditions included asthma. Concomitant products included mestranol;norethisterone (ortho-novum) since 2005 to (B)(6) 2009 for polycystic ovarian syndrome as well as ethinylestradiol;levonorgestrel (portia 21) (B)(6) 2009 to (B)(6) 2009, fluticasone propionate (flonase), miconazole nitrate (monistat), omeprazole and salbutamol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joints pain"), pain in extremity ("hands/ fingers pain/ bilateral hand/finger joint pain") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced cardiac flutter (seriousness criterion medically significant), chest pain ("left sided chest pain"), polycystic ovaries ("hormonal changes: pcos"), tinnitus ("neurological conditions or problems: tinnitus") and dizziness ("neurological conditions or problems type: light headed"). In (B)(6) 2010, the patient experienced vaginal infection ("infection: vaginitis"). In 2011, the patient experienced hirsutism ("hirsutism"). In (B)(6) 2014, the patient was found to have antinuclear antibody positive ("positive ana factor"). In (B)(6) 2017, the patient experienced rash ("rash/ skin condition") and skin irritation ("irritation under rings"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), arthritis ("arthritis"), dermal cyst ("large painful cyst that developed on left middle finger") and abdominal pain lower ("lower abdominal pain") and was found to have antiphospholipid antibodies positive ("positive lupus"). The patient was treated with oxitriptan (triptan), prednisone, sleep apnea test on (B)(6) 2010 and surgery (bilateral essure removal, bilateral salpingectomy, removal of free staples from anterior cul-de-sac). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain and abdominal pain lower had resolved, the cardiac flutter, chest pain, vaginal infection, antinuclear antibody positive, antiphospholipid antibodies positive, arthritis, rash, skin irritation, tinnitus, dizziness, arthralgia, pain in extremity and dermal cyst outcome was unknown and the polycystic ovaries, fatigue and hirsutism had not resolved. The reporter considered abdominal pain, abdominal pain lower, antinuclear antibody positive, antiphospholipid antibodies positive, arthralgia, arthritis, cardiac flutter, chest pain, dermal cyst, dizziness, fatigue, hirsutism, pain in extremity, pelvic pain, polycystic ovaries, rash, skin irritation, tinnitus and vaginal infection to be related to essure. The reporter commented: there were 3 coils in right side. Patient received treatment for pain, rash/ skin conditions, positive ana factor, positive lupus, vaginal infection, fatigue, hormonal change, neuro condition/ problem, hirutism diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-aug-2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-polycystic ovaries, abdominal pain, vaginal infection, antinuclear antibody positive, arthritis, tinnitus, arthralgia, pain in extremity and hirsutism. Lot number: 619695. Manufacture date: 2009-02. Expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received event " pelvic pain" was added. Outcome of event "abdominal pain" and "pelvic pain" were updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), musculoskeletal chest pain ('pulled 3-4 ribs (extremely painful) out of my spine') and toothache ('ended up getting my upper teeth removed, got so tired of painful teeth') in a 48-year-old female patient who had essure (batch no. 619695, 819605-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine from 2004 to 2018, fatigue, hirsutism, polycystic ovarian syndrome, gastroesophageal reflux disease, multiple allergies, cephalgia, allergy to legumes, snoring, excessive daytime sleepiness, behavioural induced insufficient sleep syndrome, yeast infection, vaginal itching, feeling irritated, discharge, obstructive sleep apnea syndrome, upper airway resistance syndrome, menses irregular, obesity, palpitations, hiatus hernia, benign gastric polyp, gastritis, dyslipidemia, environmental allergy, migraine, benign neoplasm of skin, upper respiratory infection, cough, pelvic pain female, menopausal symptoms, plantar fascial fibromatosis, rheumatoid arthritis, nickel sensitivity, cholecystectomy, appendectomy and tubal pregnancy. Concurrent conditions included asthma. Concomitant products included mestranol;norethisterone (ortho-novum) since 2005 to (B)(6) 2009 for polycystic ovarian syndrome as well as ethinylestradiol;levonorgestrel (portia 21) (B)(6) 2009 to (B)(6) 2009, fluticasone propionate (flonase), miconazole nitrate (monistat), omeprazole and salbutamol. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joints pain"), pain in extremity ("hands/ fingers pain/ bilateral hand/finger joint pain") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced cardiac flutter ("blood/heart disorder: heart fluttering"), chest pain ("left sided chest pain"), polycystic ovaries ("hormonal changes: pcos"), tinnitus ("neurological conditions or problems: tinnitus") and dizziness ("neurological conditions or problems type: light headed"). In (B)(6) 2010, the patient experienced vaginal infection ("infection: vaginitis"). In 2011, the patient experienced hirsutism ("hirsutism"). In (B)(6) 2014, the patient was found to have antinuclear antibody positive ("positive ana factor"). In (B)(6) 2017, the patient experienced rash ("rash/ skin condition") and skin irritation ("irritation under rings"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/pelvic cramping pain"), arthritis ("arthritis"), dermal cyst ("large painful cyst that developed on left middle finger"), abdominal pain lower ("lower abdominal pain"), procedural dizziness ("had mine inserted 8 years ago was extremly painful, almost fainted"), joint stiffness ("stiff joint"), procedural pain ("had mine inserted 8 years ago was extremly painful"), musculoskeletal chest pain (seriousness criterion medically significant), anxiety ("anxiety"), toothache (seriousness criterion medically significant), nausea ("nauseous"), pruritus ("thighs and abdomen itch"), dysgeusia ("metallic taste"), osteoarthritis ("diagnosed with osteoarthritis with degenerative changes in hands, severe in one") and back pain ("back pain") and was found to have antiphospholipid antibodies positive ("positive lupus"). The patient was treated with oxitriptan (triptan), prednisone, sleep apnea test on (B)(6) 2010 and surgery (bilateral essure removal, bilateral salpingectomy, removal of free staples from anterior cul-de-sac, ended up getting my upper teeth removed and pulled 3-4 ribs). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain and abdominal pain lower had resolved, the cardiac flutter, chest pain, vaginal infection, antinuclear antibody positive, antiphospholipid antibodies positive, arthritis, rash, skin irritation, tinnitus, dizziness, arthralgia, pain in extremity, dermal cyst, procedural dizziness, joint stiffness, procedural pain, musculoskeletal chest pain, anxiety, toothache, nausea, pruritus, dysgeusia, osteoarthritis and back pain outcome was unknown and the polycystic ovaries, fatigue and hirsutism had not resolved. The reporter considered abdominal pain, abdominal pain lower, antinuclear antibody positive, antiphospholipid antibodies positive, anxiety, arthralgia, arthritis, back pain, cardiac flutter, chest pain, dermal cyst, dizziness, dysgeusia, fatigue, hirsutism, joint stiffness, musculoskeletal chest pain, nausea, osteoarthritis, pain in extremity, pelvic pain, polycystic ovaries, procedural dizziness, procedural pain, pruritus, rash, skin irritation, tinnitus, toothache and vaginal infection to be related to essure. The reporter commented: there were 3 coils in right side. Patient received treatment for pain, rash/ skin conditions, positive ana factor, positive lupus, vaginal infection, fatigue, hormonal change, neuro condition/ problem, hirutism. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-polycystic ovaries, abdominal pain, vaginal infection, antinuclear antibody positive, arthritis, tinnitus, arthralgia, pain in extremity and hirsutism. Lot number: 619695, manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: content received via social media. Procedural dizziness, joint stiffness, procedural pain, musculoskeletal chest pain, anxiety, toothache, nausea, pruritus, dysgeusia, osteoarthritis, and back pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') and cardiac flutter ('heart fluttering') in a (B)(6)-year-old female patient who had essure (batch no. 619695, 819605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine from 2004 to 2018, fatigue, hirsutism, polycystic ovarian syndrome, gastroesophageal reflux disease, multiple allergies, cephalgia, allergy to legumes, snoring, excessive daytime sleepiness, behavioural induced insufficient sleep syndrome, yeast infection, vaginal itching, feeling irritated, discharge, obstructive sleep apnea syndrome, upper airway resistance syndrome, menses irregular, obesity, palpitations, hiatus hernia, benign gastric polyp, gastritis, dyslipidemia, environmental allergy, migraine, benign neoplasm of skin, upper respiratory infection, cough, pelvic pain female, menopausal symptoms, plantar fascial fibromatosis, rheumatoid arthritis, nickel sensitivity, cholecystectomy, appendectomy and tubal pregnancy. Concurrent conditions included asthma. Concomitant products included mestranol;norethisterone (ortho novum) since 2005 to (B)(6) 2009 for polycystic ovarian syndrome as well as ethinylestradiol;levonorgestrel (portia 21) (B)(6) 2009 to (B)(6) 2009, fluticasone propionate (flonase), miconazole nitrate (monistat), omeprazole and salbutamol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joints pain"), pain in extremity ("hands/ fingers pain/ bilateral hand/finger joint pain") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced cardiac flutter (seriousness criterion medically significant), chest pain ("left sided chest pain"), polycystic ovaries ("pcos"), tinnitus ("tinnitus") and dizziness ("light headed"). In (B)(6) 2010, the patient experienced vaginal infection ("infection: vaginitis"). In 2011, the patient experienced hirsutism ("hirsutism"). In (B)(6) 2014, the patient was found to have antinuclear antibody positive ("positive ana factor"). In (B)(6) 2017, the patient experienced rash ("rash") and skin irritation ("irritation under rings"). On an unknown date, the patient was found to have antiphospholipid antibodies positive ("positive lupus") and experienced arthritis ("arthritis"), dermal cyst ("large painful cyst that developed on left middle finger") and abdominal pain lower ("lower abdominal pain"). The patient was treated with oxitriptan (triptan), prednisone, sleep apnea test on (B)(6) 2010 and surgery (bilateral essure removal, bilateral salpingectomy, removal of free staples from anterior cul-de-sac). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, cardiac flutter, chest pain, vaginal infection, antinuclear antibody positive, antiphospholipid antibodies positive, arthritis, rash, skin irritation, tinnitus, dizziness, arthralgia, pain in extremity and dermal cyst outcome was unknown, the polycystic ovaries, fatigue and hirsutism had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, antinuclear antibody positive, antiphospholipid antibodies positive, arthralgia, arthritis, cardiac flutter, chest pain, dermal cyst, dizziness, fatigue, hirsutism, pain in extremity, polycystic ovaries, rash, skin irritation, tinnitus and vaginal infection to be related to essure. The reporter commented: there were 3 coils in right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-polycystic ovaries, abdominal pain, vaginal infection, antinuclear antibody positive, arthritis, tinnitus, arthralgia, pain in extremity and hirsutism. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received. Reporter information updated. Lot number added. Case is incident. The previously reported event injury is replaced with new events: abdomen pain, pcos, vaginitis, positive ana factor, arthritis, rash, irritation under rings, heart fluttering, left sided chest pain, tinnitus, light headed, joints pain, hands/ fingers pain/ bilateral hand/finger joint pain, fatigue, hirsutism, lower abdominal pain and large painful cyst that developed on left middle finger were added. Medical history, concomitant drugs, treatment drug, lab data were added. On 16-aug-2019: follow-ups 2 and 3 processed together. Medical record received. Reporter information updated. Lot number updated. Medical history, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.